Manufacturer narrative:
Device broke during insertion; device not considered implanted/explanted. A product investigation was completed: four ti matrixneuro screw, self-drilling (reported as part 04.503.105.01) were returned for investigation. Only the heads of the implants were received for investigation. The shafts remained in the patient. Due to the damage, the exact part numbers of the returned devices could not be confirmed. The cause of the complaint condition is unknown, but it is most likely due to inserting the screw into hard bone with too much force. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint condition is confirmed. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A review of the device history records was unable to be performed since the lot numbers are unknown. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that despite of pre-drilling during surgery, the screw heads and drill bit broke in the psi (patient specific implants); the screwdriver broke as well. The shafts of the screws are still in the implant, only the heads of the screws will be returned and the drill bit was discarded. This report is 1 of 4 for (B)(4).